Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: accessory; product ID: 3387s-40, lot# va1mkt5, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Fdc 11 now applies to the lead (lot# va1mkt5) and stylet (serial# unknown). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Device return.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1mkt5, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported during the implant procedure when testing for operative side effect thresholds, the lead showed open circuits with 40,000+ impedances. It was reported a possible over tightening of the lead depth stop may have contributed to the issue. The lead was changed to a new lead and impedances were good. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Analysis of the lead (lot # va1mkt5) revealed no anomaly. Analysis of the stylet (serial # unknown) revealed no significant anomaly/stim stylet wire bent. If information is provided in the future, a supplemental report will be issued.